Manufacturer narrative:
(Initial reporter address 1): (B)(6). (B)(4). Visual examination of the returned device revealed that the cutting wire was broken and blackened causing the device cannot performed bow, consequently confirming the reported complaint. It was found during the investigation of the returned device that the cutting wire was broken and blackened, so it is most likely that a peak of voltage could have caused the failures noted or if the device was not in contact with the tissue when it was energized. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device was unable to bow. The procedure was completed with another truetome 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: wire detached/separated.